Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted.

Event description:
It was reported that perforation occurred. A left atrial appendage closure procedure was being performed along with an atrial fibrillation procedure. After the atrial fibrillation procedure was completed successfully, the physician perforated the left atrial appendage while advancing the watchman sheath. The patient was taken to the operating room for an "open window" procedure. The patient was stable.